Event description:
It was reported that the pump battery depleted quickly. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.